Event description:
It was reported by the customer that the device would not power on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure; however, due to the device age and cost to repair, the customer declined the repair of the device. The root cause of the reported failure cannot be determined.